Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the cgm settings screen. Subsequently, the pump reset unexpectedly. Customer¿s blood glucose level was 185 mg/dl. Reportedly, the customer was able to reload the cartridge and continued to use the pump for insulin therapy.